Manufacturer narrative:
Concomitant product(s): sixty ml monoject syringe, therapy date (B)(6) 2017. The customer¿s report of an overinfusion was not confirmed. The intended infusion programming was not supplied by the customer therefore it cannot be determined if a programming error led to the reported overinfusion. Analysis of the pcu event log shows syringe module s/n (B)(4) was programmed to infuse tpn (drugid 104) and ran at either 3.3ml/hr or 3.4ml/hr between 2:06 pm on (B)(6) 2017 and 3:05 pm on (B)(6) 2017. The only discrepancy observed was at 7:38 pm on (B)(6) 2017 when the user selects the device and selects a 60ml monoject syringe with 59.5185ml detected. It is unknown why a new syringe was selected at this time since only 18.212ml was recorded as being delivered from the previous syringe from the start of the infusion that had 57.8871ml detected. The volume recorded as being infused since the syringe was changed at 7:38 pm on (B)(6) 2017 to 3:05 pm on (B)(4) 2017 was 65.218ml and a total of 83.43ml was recorded as delivered between 2:06 pm on (B)(6) 2017 to 3:05 pm on (B)(6) 2017. The root cause of the customer¿s report of an overinfusion was not identified. No devices received, log review only.

Event description:
The customer reported an over infusion of hal occurred while infusing on a syringe pump module. The intended rate and vtbi were not provided. There was no report of patient harm.